Event description:
It was reported that the orthopedic surgeon was using the arthroscopic shaver within the patient's joint area. The surgeon heard a sound and pulled the shaver out of the patient. Upon inspection of the device, he noticed that the tip of the shaver was sheared off. The surgeon saw the metallic piece in the surgical field and was able to pick it up. There was no detectible harm to patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The investigation was completed after the initial MDR was filed. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to user application of too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device was retained by the hospital and will not be returned. The complaint investigation is currently in progress. A supplemental MDR will be submitted once the evaluation is completed. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the orthopedic surgeon was using the arthroscopic shaver within the patient's joint area. The surgeon heard a sound and pulled the shaver out of the patient. Upon inspection of the device, he noticed that the tip of the shaver was sheared off. The surgeon saw the metallic piece in the surgical field and was able to pick it up. There was no detectible harm to patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.